Event description:
Customer ran a positive control in channel 1 of the vidas instrument. The positive control failed and the customer called biomerieux to report the problem. The customer was advised to put the affected bay off-line. Field service went to the site and confirmed that the pump was not functioning and it was replaced in the affected channel.